Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval was unable to reproduce the reported system error 322, however, the error was confirmed through the history log. Eval has led to the determination that the upper and lower auxiliary assemblies were failing. The upper and lower auxiliary assemblies were replaced.

Event description:
It was reported that a pump has as system error 322. It was also reported there was no pt injury.